Manufacturer narrative:
Patient weight is unknown. It is unknown when patient¿s pain began. Lot number is unknown. Date of implantation is an unknown date in 2012. Date of explantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unavailable. Reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent screw removal. The patient had complained of pain due to the screws rubbing against tissue. The screws were originally implanted on an unknown date in 2012. The surgical procedure was successfully completed with no surgical delay. Patient outcome is unknown. This report is for a 5.0mm titanium (ti) locking screw with t25 stardrive 32mm for intramedullary (im) nail-sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that during the removal procedure, screws were removed and no additional devices were implanted.